Event description:
It was reported, the pt had lost a significant amount of weight and experienced discomfort at his ipg site. Follow-up indicated, the pt has a consult with his physician and is considering undergoing surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.